Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports a broken connector on the logic board of their 8015 (sn: 14131666). Failure device type: failure problem type: failure mode: case resolution: customer reports a broken socket on their logic board, when replacing the front case\keypad. Recommended customer send in for repair due to being more economical than ordering the logic board. Forwarded repair pricing to customer. Customer will seek direction from their leadership. Ended call. Ref:_00d30y0yr._5000l1t4tiu:ref